Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a transsphenoidal tumor resection, an imprecision of 4-5 millimeters was noted to the patient's right side. It was reported that the imprecision carried across multiple instruments. It was reported that the patient was re-registered and the site completed the procedure with a malleable suction. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: UDI and device manufacturing date provided. Additional case information received.

Event description:
Additional information was received from the site. It was determined that on the first registration, the points collected on the cheeks and other points had sunken into the model. The second registration shows more points collected on the nose and fewer points on the cheeks, with none sunken in, thus explaining why the second registration was more accurate.